Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). A failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history records revealed no non-conformances issued to the reported lots that would have contributed to the this event. Review of the complaint-handling database for this lot did not indicate a manufacturing issue. The reported patient effects of mitral valve injury (tissue damage), worsening mr and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Potential causes for failure to adhere or bond/difficulty grasping the leaflets and single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies, difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. It is possible that the frailty of the leaflets contributed to the difficulty grasping and suspected tear (tissue damage), resulting in the clip detaching from the anterior leaflet (slda) one day post procedure; however, this cannot be confirmed. The cause for the increase in mr was likely due to the detachment of the clip from the anterior leaflet (slda)/incomplete coaptation. Based on the information reviewed, a definitive cause for the reported difficulty grasping the leaflets and slda cannot be determined. Although a definitive cause for the reported tissue damage and subsequent death and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The performance of these devices will continue to be monitored per standard quality system procedures.

Event description:
Subsequent to the previously filed report, additional information received indicated that the patient with functional mitral regurgitation (mr) had an mr of 3, which was reduced to 1 to 2 with two mitraclips on (B)(6) 2014. The first clip was easy to place on the leaflets, but the second clip was a bit more difficult. There were no difficulties visualizing the clip and no difficulty with leaflet assessment. The mr grade increased to 3 on (B)(6) 2014 when the clip detached from the anterior leaflet. One week after that, the mr was 4. The patient remained hospitalized and was treated with diuretics, dialysis, and anti-coagulation. The patient expired (B)(6) 2014. No additional information was provided.

Event description:
This mitraclip report is filed for the single leaflet attachment and patient death that occurred approximately one month after the mitraclip procedure. It was reported that a mitraclip procedure was performed on (B)(6) 2014 and one clip was implanted. One day post procedure, a transthoracic echocardiogram showed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet. The physicians thought that the leaflets were very fragile and perhaps the anterior leaflet was torn. It was reported that during the last week of (B)(6) 2014 (exact date was not known), the patient expired due mitral insufficiency. No additional information was provided.